Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump act button did not respond due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump that they were unable to clear. Customer stated that they were hiking when the button error alarm occurred. Customer's blood glucose reading at the time of the call was 147 mg/dl. No further information reported.